Event description:
It was reported that a transfer set became disconnected from the patient adapter. This occurred during patient use. The patient stated that he was in the shower and realized that the transfer set had fallen off. The patient had reconnected the transfer set and completed the first drain cycle of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.